Event description:
A (B)(6) year old female with history of end-stage renal disease on hemo-dialysis, severe ischemic cardiomyopathy (ef 15 percent), obstructive sleep apnea, copd (on o2 at all times), atrial fib s/p pacemaker, diabetes mellitus, obesity. On (B)(6) 2011 admitted with severe cardiogenic shock complicated by hypovolemic shock and hemorrhagic shock due to hematoma of left arm/chest which was associated with her av fistula and inr >10. During this admission, a right chest tunneled catheter was placed. At discharge, patient on palliative care and was to continue with dialysis. On (B)(6) 2011 readmitted after patient pulled the tunneled cath out. After many discussions with patient/family regarding goals of care, family opted for full supportive measures. On (B)(6) 2011 underwent placement of a triple lumen central venous catheter and a temporary dialysis catheter. The patient was started on pressors in the form of fixed-dose dobutamine as well as dopamine to improve her systolic blood pressures with a goal of greater than 95. Cvvhd was attempted; however, on initially connecting the patient to the dialysis machine, it was immediately noted that the temporary dialysis catheter which had been placed had a hole in it. The dialysis catheter was immediately double clamped, and there was not felt to be any complications of the catheter itself having had a hole in the dialysis catheter. Plans were tentatively made to have the catheter replaced the following day. Per nurse report: "accessed hd catheter prior to putting patient on crrt. It aspirated and flushed with no problems. Connected patient to the crrt machine, arterial pressures went high. Started to reverse lines and went to flush both ports again when noticed some blood on the gauze. Flushed the line and notice gauze was absorbing saline. Immediately clamped the line and manipulated to find the hole. Large hole found below the hub of the arterial line." On (B)(6) 2011 am patient suddenly became unresponsive and full resuscitation under taken which was not successful. Patient expired. The resuscitation efforts, as well as cause of death, were discussed in depth with the patient's son including discussion with regard to the dialysis catheter and the fact that she had no complication from having had a hole in the catheter, as well as from not having cvvhd initiated the night before the cardiopulmonary arrest.